Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2011 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter (B)(4).

Event description:
It was reported, patient was admitted to the hospital (B)(6) 2013 due to altered mental state and difficulty breathing. The patient indicated that they had a cold that went away and then settled back in and then the patient went to the hospital for trouble breathing. The patient stated that during the hospital stay they had testing such as x-ray of lungs and cat scan and EKG for heart. The ER (emergency room) hcp called the managing hcp who came to hospital and dramatically lowered pump dosage from about 7.(1 or 2 or something )mg/day to .07mg/day "turned pump almost off". The patient was transferred to their hcp¿s hospital the next day and was given different medications instead of pump including a patch and oral medications. When the patient was discharged, the patient was in a lot of pain. Per the patient, the problem had cleared up but the patient was still in a lot of pain. The patient was having trouble covering that pain as the hcp was moving drug up slowly. The patient was having a hard time getting up to where they were before. It had been a year since the patient was in the hospital and the pump dose was at 1.676mg/day. This was much lower than it was and the patient was still in constant pain in back and legs. The patient¿s spouse has to help the patient get dressed and bathed and ¿up and down¿. The hcp increased the drug by percentages, when it was down so low, the hcp was going up 20%, 20%, 20% it's only at 2.1 now. Per the patient when they up it they can only up it like 15% and where it's such a low number it only gives 1.676mg/day and the patient was at 7. Something before the hospital and hcp said around 5 is what's normal. The patient further reported, the hcp chalked hospital event up to a one time instance. Per the patient, the hcp said pump was cause but said there were no diagnostic imaging or pro cedures done to check the pump hcp just had his computer on it and said it was ok. The patient also stated, it was related to drug in pump, the hcp assumed because of whatever symptoms she was having. The patient reported they "gave her a medication that would offset the effect of drug in pump" but it didn't make it a whole lot better she was still really ¿altered and having a hard time breathing¿ and when the hcp shut ¿the pump down¿ it didn't make any difference as far as that's concerned. The patient has had the pump for 7-8 years and had never had an altered status and pump dose prior to the hospital event and was following the hcp bringing the dose down. Prior to hospital event the patient¿s dose was at about ¿7.1-7.2¿, per the patient, the hcp had "went down on it fast because, the patient was seeing a different hcp for 4-5 years" and at this level the patient was just getting to the point where they could get up, get self dressed, was walking and do light exercises and she was losing weight. Now the hcp indicated the patient can only go up to 5 and the patient was in terrible pain now. Per the patient, they are going up so slow the patient was in pain and bed-ridden. The patient was disappointed this happened when it did because of the relief she was having prior. The patient was doing so much and how slow the process has been to increase drug. The pump was used to deliver dilaudid. 2014 (B)(6) (lfc/hcp) additional information later reported the patient had a thyroid crisis. The event was not related to the pump.

Manufacturer narrative:
(B)(4).